Event description:
It was reported, during preparation for use for a diagnostic hysteroscopy, the subject device had an occasional splash screen. The intended procedure was completed using the same set of the equipment. No delay and no patient harm reported.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to MFR 32076 (2/2).

Event description:
It was reported, during preparation for use for a diagnostic hysteroscopy, the subject device had an occasional splash screen. The intended procedure was completed using the same set of the equipment. No delay and no patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The most probable cause of the findings is an internal charged coupled device (ccd) malfunction, resulting in communication failure, which lead to the occurrence of image defects. In addition to the connection issue, a fractured cable was also observed. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Instructions for use (IFU) indicate: precautions for disappeared or frozen endoscopic image. Important information ¿ please read before use. [Warning]- ·if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Reprocessing: general policy. [Warning]- ·do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Olympus will continue to monitor field performance for this device.